Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2019 explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2019 explanted: product type lead product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension h6: with additional information the fdc code should be 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, serial# unknown implanted: (B)(6) 2019. Product type lead, product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2019. Product type lead, product ID neu_unknown_ext, serial# unknown. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) stating that there was lead migration/dislodgment. The lead was displaced 2 mm below the ideal target confirmed by MRI but no action was taken. The internal capsule adjacent to the subthalamic nucleus is being stimulated, causing stiffness and paresthesia in the extremities.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead; product ID: neu_unknown_lead, serial#: unknown, product type: lead; product ID: neu_unknown_ext, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected electrode displacement. No symptoms reported. Unknown if the issue is resolved patient's device indication: primary indication: parkinson's disease, 2000 other indication: essential tremor, 2000. Psychiatric medical history: depression: yes. Suicidal thoughts: yes. Medications: carbidopa/levodopa, total daily dose (option) 5.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2019.: product type lead, product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2019. Product type lead, product ID neu_unknown_ext, serial# unknown. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patient follow up was (B)(6) 2020. It was also reported that the depression and the patient being anxious/suicidal thoughts was not related to the device/therapy